Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with elevated glucose readings up to 270 mg/dl for approximately four hours after changing insulin and noting only 48 units remaining in the reservoir; the user reported no visible leakage or odor of insulin and was advised to perform a site change due to potential infusion set or cannula issues, and the user also reported taking a daily long-acting insulin injection while connected to the pump. Symptoms included high blood glucose without other acute complaints. Outcomes included self-management with a 12-unit dose of long-acting insulin and subsequent return of glucose values to range, with no medical intervention or hospitalization. Investigation included troubleshooting and education regarding infusion site function, absorption concerns, and concomitant use of long-acting insulin while on pump therapy. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a potential infusion set issue such as bent cannula or suboptimal tissue placement considered, and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.